Manufacturer narrative:
Alarm lamp driver board was replaced.

Event description:
Hamilton medical ag received the following incident description: yellow led failed during alarm lamp tests in service mode.

Event description:
Hamilton medical ag received the following incident description: yellow led failed during alarm lamp tests in service mode.

Manufacturer narrative:
Alarm lamp driver board was replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.